Event description:
The account alleged the bed has no functions. The head angle of the bed was up to 10 degrees. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.